Manufacturer narrative:
Based upon investigation results, this event was re-evaluated and is considered no longer reportable due to risk file. No malfunction or serious injury.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a aesculap aeos (part # pv010) was being setup for product display. According to the complainant, the aeos unit was setup in a hotel conference center to display to local surgeons. Reportedly, during setup two (2) hardware issues were observed: the wheel of the system was broken. Right hand control was loose. No patient involvement. Although requested, additional information has not been made available. The malfunction is filed under aag reference xc (B)(4). Associated medwatch-reports: 9610612-2021-00276 ((B)(4)).